Event description:
It was reported to philips that the device would not boot up. No patient harm was reported. At this time it is unknown if the device was in clinical use at the time of the event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and identified that the issue was due to a defective phase-1 ups (uninterruptible power supply). The ups did not supply power to the system's suite pc and x-ray pc, which caused the system to no start up. The fse replaced the ups controller and battery pack and the system was returned to use in good working order. The codes were updated based on the investigation outcome.